Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced heart failure while the lead was being placed. The lead was removed. No further patient complications have been reported as a result of this event.